Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep ordered and replaced the left monitor. He could not duplicate the printer problem with the brightness and contrast levels on the printer, performed printer self test and gray scale printed out correctly, indicating printer is functioning correctly. He also removed and installed new monitor, old monitor was displaying a square box image that was burnt into the crt. He set new monitor screen sleep mode for 30 minutes vice 90 minutes to eliminate screen burn-in. The system operates as intended.

Event description:
The customer reported that the left monitor was suffering from the oec logo burnt into the screen.